Event description:
1988 pt had augmentation with bi-lumen 370 cc implants. Within the last 6 mos she had begun developing increasing discomfort especially in rt breast. Rt breast becoming deformed and causing pain. Physical exam showed rt implant higher than left with obvious capsular contraction - (grade 4 with deformity and pain).